Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratched screen to the extent that the screen was blank. Customer stated they could not read the display. Customer was changing the infusion set and they dropped the insulin pump to the ground. Customer stated the insulin pump rattled like the compartments had come loose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.